Event description:
The dealer advised our tbm that the left and right side power elr 20 won't articulate and are loose.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.